Manufacturer narrative:
The device was not returned to edwards for evaluation. The device history record (DHR) was unable to be reviewed as the device serial number was not provided. Prosthetic endocarditis, with or without vegetation, of valves and annuloplasty rings is a seriouscomplication of cardiac valve replacement and valve repair surgeries despite improvements in prosthesestypes, surgical techniques, and infection control measures. This infection is generally categorized into early (onset usually less than 60 days postoperative) and late (onset greater than 60 days post-implantation).prosthetic endocarditis occurring within 60 days of valve or ring implantation generally reflects contaminationarising in the perioperative period. There are many opportunities for organisms to seed a prosthesis perioperatively,most of which probably occurs intraoperatively. Besides the patient's own skin and access lines,several other important modes of contamination have been recognized including air in the operating room, the coronary suction devices used during surgery and the heart-lung bypass machine, faulty technique duringcardiac output measurements, and the prosthesis itself. In early cases of prosthetic endocarditis, subsequentinfections are almost universally related to contamination at the time of surgery. If there were ever nonconformancesin the sterility or packaging processes, they would most likely manifest in the early postoperativeperiod. A definitive root cause could not be determined. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received notification that a valve was found to have developed endocarditis on pod #10. As reported, the patient underwent combined CABG (4 bypasses) and avr surgery. On post surgery day # 10 he had a complication and the sternum had to be re-opened. After reoperation, the patient had a positive hemoculture and then developed endocarditis on the valve.